Event description:
It was reported that after a car accident, the patient received acute severe brain injury, pulmonary contusion with pneumothorax rib fracture and lumbar transverse process fracture. During ventilator treatment in simv mode (synchronized intermittent mandatory ventilation), the ventilator did not ventilate normally and set tidal volume was not delivered. The patient received respiratory acidosis. The ventilator was replaced. The patient is still under treatment. Manufacturer¿s ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. It was not possible to duplicate the reported event. No parts were replaced. The ventilator passed all safety and functional tests and was returned for clinical use. Provided ventilator logs were reviewed. The ventilator has been continuously used since the reported event date (B)(6) 2020. The registrations from event date have then been overwritten in the event log. The technical log did not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. According to the test log, the ventilator has not passed any pre-use checks the last year prior the event date. All pre-use checks have either failed or been cancelled. The ventilator passed pre-use check after the event date during field service engineer investigation. The root cause of the reported event has not been determined, but the difficulties in ventilating the patient are most likely related to not optimal parameter settings of the ventilator for the actual patient condition. There is no indication of a ventilator malfunction at the time of the event.